Event description:
The patient was having pain since (B)(6) 2013 and has been hospitalized twice since. The pain was so bad at times, that it did not allow him to walk or get out of bed. The patient thought something was wrong with the pump. The patient was first hospitalized from (B)(6) 2013 to (B)(6) 2013 for symptoms of withdrawal and underinfusion including pain, and flu-like symptoms. The patient had an MRI on (B)(6) 2013 that reportedly showed nothing wrong with the pump. The patient had a follow up doctor appointment on (B)(6) 2013 or (B)(6) 2013. It was noted, the pump had been "off" for about one week. A motor stall and recovery, of greater than two hours, were also noted. The motor stall occurred before the MRI. The motor stall recovered at the time of interrogation or shortly before. The patient felt relief within several hours. It was noted, the dilaudid dose was decreased at this time. The patient had another doctor appointment on (B)(6) 2013 for pain symptoms, and had the medication dose increased, but the patient did not have relief. On (B)(6) 2013, the patient was taken to the emergency room, and subsequently admitted for pain control. Additionally, the patient's blood sugar was "off the wall, like 460". It was said the patient was in a "multitude of pain." The patient denied any trauma. The pump was delivering dilaudid. As of (B)(6) 2013, it was reported there were no further motor stalls. The patient continued to experience pain problems, but the health care provider did not believe it was pump related.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory product ID 8 590-1 lot# n254041, implanted: 2010 (B)(6), product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).